Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 plus mg/dl. The customer was treated with manual injection and intravenous insulin. Customer alleging possible insulin pump under delivery. Customer stated that they were not using auto mode feature. Customer stated that the displacement test was pass. Customer performed high performance test and insulin flow block alarm occur. Customer was advised to avoid exposure to any strong magnetic fields associated with magnetic resonance image. The device will not be returned for analysis.